Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309658 batch no. 8348863 it was reported that before use of the bd plastipak¿ syringe luer-lok¿ when the piston moved up or down the stopper did not move with the piston. The following information was provided by the initial reporter: when the syringe is filled and piston moved up or down the black plastic piece remains in place and does not move with the piston.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 309658, batch no. 8348863. It was reported that before use of the bd plastipak¿ syringe luer-lok¿ when the piston moved up or down the stopper did not move with the piston. The following information was provided by the initial reporter: when the syringe is filled and piston moved up or down the black plastic piece remains in place and does not move with the piston.